Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to noise and oversensing. This patient was brought into the clinic and pocket manipulation was performed which reproduced the noise on all 3 vectors. The shock impedance was high within normal range at 130 ohms. The physician ordered therapy programmed off and a life vest was ordered. This s-ICD system remains implanted and programmed off. No adverse patient effects were reported. Additional information was received that provided more context to the aforementioned clinical observations. The shock impedance was 145 ohms. X ray imaging was performed which noted the shock coil was somewhat high and angled to this patients left, away from the sternum. Ts noted this may reduce the r wave amplitude as there is less tissue between the coil and s-ICD. This s-ICD appeared fairly low next to the diaphragm and depth appeared good right next to the ribs. The electrode pathway appeared clear of any sharp bends or kinks. Ts recommended secondary vector as sense node b was likely oversensing. This patient had been wearing the life vest and removed it for a magnetic resonance imaging (MRI). Ts recommended to consider an electrode revision. The field representative was unsure if they could locate this electrode due to body habitus. This electrode remains in service at this time.

Event description:
It was reported that this patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to noise and oversensing. This patient was brought into the clinic and pocket manipulation was performed which reproduced the noise on all 3 vectors. The shock impedance was high within normal range at 130 ohms. The physician ordered therapy programmed off and a life vest was ordered. This s-ICD system remains implanted and programmed off. No adverse patient effects were reported. Additional information was received that provided more context to the aforementioned clinical observations. The shock impedance was 145 ohms. X ray imaging was performed which noted the shock coil was somewhat high and angled to this patients left, away from the sternum. Ts noted this may reduce the r wave amplitude as there is less tissue between the coil and s-ICD. This s-ICD appeared fairly low next to the diaphragm and depth appeared good right next to the ribs. The electrode pathway appeared clear of any sharp bends or kinks. Ts recommended secondary vector as sense node b was likely oversensing. This patient had been wearing the life vest and removed it for a magnetic resonance imaging (MRI). Ts recommended to consider an electrode revision. The field representative was unsure if they could locate this electrode due to body habitus. This electrode remains in service at this time. Additional information was received that this electrode was explanted and replaced with a new electrode. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to noise and oversensing. This patient was brought into the clinic and pocket manipulation was performed which reproduced the noise on all 3 vectors. The shock impedance was high within normal range at 130 ohms. The physician ordered therapy programmed off and a life vest was ordered. This s-ICD system remains implanted and programmed off. No adverse patient effects were reported. Additional information was received that provided more context to the aforementioned clinical observations. The shock impedance was 145 ohms. X ray imaging was performed which noted the shock coil was somewhat high and angled to this patients left, away from the sternum. Ts noted this may reduce the r wave amplitude as there is less tissue between the coil and s-ICD. This s-ICD appeared fairly low next to the diaphragm and depth appeared good right next to the ribs. The electrode pathway appeared clear of any sharp bends or kinks. Ts recommended secondary vector as sense node b was likely oversensing. This patient had been wearing the life vest and removed it for a magnetic resonance imaging (MRI). Ts recommended to consider an electrode revision. The field representative was unsure if they could locate this electrode due to body habitus. This electrode remains in service at this time. Additional information was received that this electrode was explanted and replaced with a new electrode. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to noise and oversensing. This patient was brought into the clinic and pocket manipulation was performed which reproduced the noise on all 3 vectors. The shock impedance was high within normal range at 130 ohms. The physician ordered therapy programmed off and a life vest was ordered. This s-ICD system remains implanted and programmed off. No adverse patient effects were reported.